Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient started to have intermittent pain down the outside of her right leg about 3 weeks ago. The patient said that she saw a chiropractor for this however, has been redirected to see her medical healthcare professional. The patient said that she noticed this pain more when she sits for longer periods and said that due to covid19 shelter in place, she has been doing more sitting. The patient said that she also noticed this pain in the morning when she wakes up. The patient said that she does sleep on her right side. The patient also mentioned the ins site is more sensitive and warm at times. The patient said that her regular doctor suggested a CT scan and the request was submitted to her insurance. The patient was directed to notify her managing healthcare professional for implant. No further patient complications are anticipated or expected as a result of this event.